Event description:
It was reported that a minicap transfer set had particulate matter in the packaging and on the female luer. This was observed during a pre-visual inspection prior to post-market testing by baxter. There was no patient involvement. No additional information is available. This is report 6 of 39 for this event.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.